Event description:
A caller reported encountering a cgm error 42 following an attempt to start their sensor session. There was no adverse impact to the customer¿s blood glucose level mentioned in the report. Technical support guided the caller through a complete pump reset, after which the pump functioned correctly without displaying the cgm error code again. The sensor session was successfully initiated.